Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet operated in bg run because the patient¿s cgm sensor had expired for several days, after which the patient experienced hyperglycemia up to 347 mg/dl until a new sensor was paired and warmed up; the patient used a contact detach 23" infusion set and did not use backup therapy. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no medical intervention, and no need for assistance. Investigation included troubleshooting and education regarding the requirement for an active cgm sensor for ilet functionality, confirmation of successful sensor pairing, and follow-up confirming no ongoing issues. Investigation of this case revealed use without a functioning cgm sensor led the system to bg run, which limited automated insulin modulation until cgm data resumed, consistent with expected device behavior. It was concluded, based on previously established findings for similar reports, that user technique and use error related to expired cgm was the cause.